Manufacturer narrative:
Product complaint # (B)(4). Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission.  Information regarding patient weight, height, medical history, race, and ethnicity was not reported.

Event description:
A (B)(6) year-old male patient with persistent atrial fibrillation (psaf) who underwent ablation procedure experienced middle cerebral artery embolic stroke occurred at day 8 after the second procedure.